Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient was seen in the pd clinic. The patient¿s symptoms were not provided. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef (dose, frequency, and duration unknown). The culture returned positive for rothia mucilaginosa. The cause of the peritonitis could not be confirmed. The patient did not require hospitalization for the peritonitis event. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Although the cause of the peritonitis could not be confirmed, the culture result of rothia mucilaginosa suggests a breach in aseptic technique. That bacterium is a component of the normal flora of the mouth and respiratory tract. It is usually associated with dental plaques, cavities, and periodontal diseases. During pd, it is important to practice good hygiene to reduce the risk of infection which includes hand washing, wearing a mask during treatment and applying antibiotic cream to the catheter site. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient was seen in the pd clinic. The patient¿s symptoms were not provided. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef (dose, frequency, and duration unknown). The culture returned positive for rothia mucilaginosa. The cause of the peritonitis could not be confirmed. The patient did not require hospitalization for the peritonitis event. No further information was provided.